Event description:
The facility representative reported a colleague infusion pump with an inoperative "select" button on the channel b keypad. This condition has the potential to cause an interruption of delivery. The event was reported to have occurred before use. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 5.48.92.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during product evaluation. The assignable cause was fluid ingress. Upon completion of device evaluation, a follow-up medwatch will be submitted. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: the channel b keypad was replaced to correct the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted.